Manufacturer narrative:
Concomitant products: cook medical retrieval set for the tulip filter. This retrieval system contains: a 11fr 6ocm introducer, 12fr 20cm long dilator and a snare. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that during retrieval of an optease retrievable vena cava filter approximately four months after implantation, there was difficulty snaring and withdrawing the filter into the retrieval catheter resulting a broken filter strut which remained in the vena cava wall with no further consequence reported. The filter was initially implanted at another facility. Indications for filter implantation were unknown. A venogram was performed and the device was said to be intact. The approach for the retrieval was femoral. The filter was not tilted or in an acute bend prior to the attempted retrieval. The physician used a non-cordis retrieval system (cook). The physician was able to engage the hook on the filter for retrieval, however the physician experienced difficulty retrieving the device and used force. The physician continued to pull the device into the capture sheath and a stent strut/leg was noted to be fractured/separated and remained in the wall of the vena cava. An attempt was made to retrieve the fractured piece but was not successful. The physician stated that ¿the separated strut may have been endothelialized¿. The patient did not experience any reported complication or adverse event as a result of the strut separation. The patient did not complain of discomfort. The physician was not planning on any additional intervention in terms retrieval of the fractured strut. The patient was discharged from the hospital at the time of this report. Two angiographic pictures were received, one showing the expanded filter with all struts intact and the other showing the filter retrieved inside a guide catheter with a broken strut sticking out. Additionally, a short video of a venogram was received showing the separated strut in the wall of the inferior vena cava, below the renal veins and no evidence of inferior vena cava perforation. Actual procedural films were requested but were not available for review. A non-sterile optease vena cava filter was received for analysis inside a plastic bag. Per visual analysis, filter / filter barbs/ retrieval hook were inspected and a detached strut/leg condition was observed. The complaint reported by the customer ¿thrombectomy systems-filter-retrieval difficulty¿ could not be evaluated during product analysis due to the condition of complaint optease vena cava filter received (deployed out of its cartridge filter only). Nonetheless, the complaint reported by the customer ¿thrombectomy systems-filter-fractured-separated¿ was indeed confirmed since, per visual analysis, the filter was inspected and a detached strut/leg condition observed. Upon analysis of the results from the dimensional measurements, visual inspection and sem images, high- energy overload was the most likely the cause of the fracture. There is no evidence that material or processing defects led to the fracture and retrieval difficulty complaints. This finding is consistent with the description of the events in the original complaint the optease retrieval catheter has been designed for retrieval of an implanted optease vena cava filter. The product's instructions for use (IFU) indicates available data from retrievals in a 21 patient study and a 40 patients retrospective chart review suggest that the optease® filter can be safely retrieved (mean of 11.1 days, range 5¿14 days and mean of 16.4 days, range 3¿48 days, respectively). The IFU indicates that the optease retrievable filter can be retrieved up to and including 12 days after placement. The optease filter is considered a permanent filter if it is not retrieved within a clinically suitable time period. Intimal overgrowth is the most likely cause and known potential complications related to filter retrieval. Based on the information available for review, there are possible procedural factors (planned retrieval after 4 months of implantation and use of a non-cordis retrieval catheter) that may have contributed to the filter strut endotheliazation into the vena cava wall resulting in the removal difficulty and subsequent strut fracture. Without the review of the procedural films it is not possible to draw a definitive conclusion regarding the retrieval difficulty that resulted in strut fracture. Neither the procedural information available for review nor the product analysis suggests that the filter fracture may be related to the manufacturing process. Therefore no actions will be taken.

Event description:
The report received from the field indicated that approximately four months after implantation of an optease inferior vena cava (ivc) filter, the patient was scheduled for elective retrieval of the device. The filter was implanted at another facility. The physician used a non-cordis retrieval system for a non-cordis filter. A venogram was performed and the device was said to be intact. The physician experienced difficulty retrieving the device and used force. The physician continued to pull the device into the capture sheath and a stent strut/leg was noted to be fractured/separated and remained in the wall of the vena cava. An attempt was made to retrieve the fractured piece but was not successful. The physician stated the separated strut may have been endothelialized. The patient did not experience any reported complication or adverse event as a result of the reported product issue. The patient did not complain of discomfort. The patient was not experiencing any symptoms or difficulty due to the filter prior to removal. The approach for the retrieval was femoral. The filter was not tilted or in an acute bend prior to the attempted retrieval. The physician was able to engage the hook on the filter for retrieval. The product/filter only was returned for analysis. Pictures and video were received. Actual procedural films were requested. The physician was not planning on any additional intervention in terms retrieval of the fractured strut. The patient was discharged from the hospital at the time of this report.